Event description:
Rptr had initial breast implants placed following mastectomy for/ to prevent cancer. Rptr claims she has had the right implant replaced once. She has had two breast surgeries on the left, and four breast surgeries in the right; all beginning with the first implant surgery. Rptr does not have implants in now, does not know if calcium deposits occurred, and states that no biopsies were performed on tissue samples. Medical professionals have not confirmed silicone outside the breast scar tissue capsule. Rptr claims that the left heyer-shulte implant ruptured, and she had one capsular contracture. Rptr claims that the right heyer-shulte implant became a "painful contracture", and that this implant was "traveling from the original site, requiring removal". Rptr states that the dow corining implant was removed "intact", and that she suffered one capsular contracture. Rptr claims to have been diagnosed with the following after implantation: bladder/urinary chronic infections, low blood pressure, carpal tunnel syndrome, anxiety &/or depression, lack of concentration, mood swings, getting lost or confused, balance disturbances/vertigo/dizziness, atypical multiple sclerosis, elevated cholesterol or triglicerides dry eyes, thyroid problems, hashimoto's disease, raynaud's disease, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, chronic vaginitis, hypersensitivity or allergies to molds, dust or pollen, unusual chronic infections, connective tissue disease, sjogren's syndrome, chronic swollen lymph nodes, lymphadenopathy under anus, sun sensitive, chronic fatigue syndrome, and clumsiness/drop things.